Event description:
A customer reported a system message displayed, locking the console during a procedure. The case was completed using an alternate system. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).